Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified iliac artery. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was good. It was further reported that the lesion was 80% stenosed with mild tortuousity. The balloon was inflated two times with the first inflation duration of three minutes. The balloon ruptured during the second inflation at 20 atmospheres.